Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a change in ther apy which was related to their positional movement. A few weeks ago, which they noted was about 2 weeks ago at the end of november, they turned the stimulation on and they were lying down but when they got up to go to the bathroom the stimulation got really intense. It knocked them all the way down and they felt the stimulation increase and get too strong. It was so intense and they fell all the way down to their knees and could feel it in their back. The patient crawled to their patient programmer and was able to turn the stimulation off. The patient saw their healthcare professional (hcp) to make sure they did not have injuries and they are good. They were not around any electromagnetic interferences; they were just in their bedroom. Later when they tried to turn the stimulation back on they were not able to get it to connect. They called their hcp who told the patient not to turn it back on but they want to. During the call they got their recharger and were able to connect but before they could not. They were seeing the charge in progress screen but had 0 boxes. They adjusted/repositioned the antenna and were now getting 6 boxes. The first quartile was flashing so it was reviewed with the patient that they would not be able to turn the stimulation on until the ins was charged to at least 25%. They would charge up all the way before trying to turn the stimulation back on. The patient was redirected to follow up with their hcp to discuss the shocking that happened and possibly have the device checked. Troubleshooting resolved the not connecting issue and at the end of the call the patient had good coupling. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-02. The patient stated that the cause of the stimulation getting really intense/shocking them when they moved was not determined and they could not be certain if the issue has been resolved. No further complications were reported/are anticipated.